Event description:
It was reported the valve was explanted due to dehiscence. Upon explant, the surgeon noted the leaflets were pristine and smooth without obvious interference in motion. The entire prosthesis was directly submitted to the pathologist. Initial studies failed to detect any bacteria. The valve was replaced with another manufacturer's valve. The pt is recovering. Additional info has been requested.